Event description:
The customer reported that she purchased a contour next ez meter in canada from the amazon website and found that the meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was offered a replacement product, however, the customer declined the offer. The customer also declined to return the device for evaluation.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections and as the customer's age and weight were not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found. Additionally, based on the manufacturing and distribution records, it was determined that the meter was set with the correct unit of measurement as mg/dl for the us market.